Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. This could lead to the reported failures, thus confirming the reported complaint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a pulmonary vein isolation procedure using an intellanav mifi oi catheter, there was a fluid leak from the catheter handle. There was a leaky port on the device which caused high temperature reading errors on the ablation generator. The catheter was replaced with a new catheter, and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that during a pulmonary vein isolation procedure using an intellanav mifi oi catheter, there was a fluid leak from the catheter handle. There was a leaky port on the device which caused high temperature reading errors on the ablation generator. The catheter was replaced with a new catheter, and the procedure was completed successfully. No patient complications were reported.